Event description:
A report was received that the patient was experiencing shoulder blade pain. The patient underwent a revision procedure wherein leads were added. The patient was doing well postoperatively.